Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a hair was found on the sterile product. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.